Manufacturer narrative:
Failure analysis noted that the insulin pump had blank display due to moisture damage on the lcd board. They were unable to perform basic occlusion and occlusion tests due to blank display. The pump had cracked display window corner, scratched lcd display and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 51 mg/dl at the time of incident. The customer's mother stated that her son accidentally put the pump in the washer and now it was not working. The customer was running low because he was working and he treated by drinking orange juice. She stated that there was fluid under the lcd display. She was advised to discontinue use of the device and revert to a back-up plan. She was advised that the device would be replaced. The insulin pump was returned for analysis.